Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator in a cardiopulmonary bypass procedure, a clotting issue occurred in the oxyge nator, accompanied by a flow issue where flow dropped from 5.5 lpm to 3.3 lpm within the first five minutes of bypass, and elevated pre-oxygenator pressure was observed at greater than 330 mmhg. The patient was treated with albumin, flolan, and anticoagulant. Ant icoagulation was assessed using the hms instrument. The priming solution included 10,000 units of anticoagulant, bicarbonate, and normosol. After intervention, pre-oxygenator pressures dropped and the team was able to resume bypass using the same circuit and oxygenator for the remainder of the case. No blood transfusions were needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: ¿ 256 mmhg blood side pressure drop reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.